Manufacturer narrative:
(B)(4). Upon inspection the articulation cable in charge of the yaw movement of the device was severed right at the notch that keeps the cable around the gear that control the locking motion. The complaint was confirmed. There was no patient harm or injury reported. This MDR is filed as a result of an internal retroactive review.

Event description:
It was reported by the rep that the device broke during the case. The procedure was prolonged five minutes. The doctor had to use suture with pledgets instead of the clip to complete the case.